Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported high capture threshold and decreased sensing were observed. No dislodgement was noted on imaging. The lead was explanted and replaced without complications. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.